Event description:
Information was received from a company representative (rep) regarding saline 1.000 mg/ml 0.00064 mg via implantable pump. It was reported that the system was removed for unknown reasons. Additional information was provided from a company representative (rep) stated the pump only had saline with 1.000 mg/ml 0.00064 mg. Additional information was provided from a healthcare provider stated that the patient was hospitalized for infection. However, the cause of the infection or the date of the infection was not given. No additional information was provided.

Manufacturer narrative:
Continuation of d10: product ID: 8780, serial#: (B)(6), implanted: (B)(6) 2023, product type: catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 10-feb-2025, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.